Event description:
Complainant alleged that while attempting after successfully delivering three shocks to a pt (age & gender unk), the clinicians attempted to deliver a fourth shock and the device displayed an "error 17" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.